Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a donor nephrectomy procedure while the device was articulated one "click" the staple line from the first firing on the renal artery near the aorta on the patient side was partially malformed. The surgeon stated that the firing looked, felt, and sounded normal when being fired. When the device was removed from the firing site, the surgeon noticed multiple jets of bleeding coming through the staple line. The surgeon used an ethicon clip applier to apply two clips: first one between the staple line and the aorta and then one over the malformed staple line. The surgeon then removed the first clip that was applied and used a competitor's stapler to create a new staple line in its place. He then used the same ethicon clip applier to clip on either side of the new staple line. The surgeon did not mention that there was a significant amount of blood loss or if the patient required a transfusion. In addition, the customer stated that the donor kidney side of the first firing formed correctly, but there were some unformed staples from the patient side stuck to the donor kidney staple line. No buttressing material was used. The patient is currently stable.

Manufacturer narrative:
(B)(4). Batch # p55e4p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Device was received clamped and articulated, which may result in reduced preload after decontamination.

Manufacturer narrative:
(B)(4). Additional information received: the event occurred on (B)(6) during transection of renal artery and vein. The device was fired on the artery first and bleeding was noticed at the stump and it seemed that only one row of staples was deployed instead of two. The surgeon mentioned that maybe a little bit of fat was in the jaws along with the vessel. The staples looked loose and not formed properly. The vessel was about 6mm and he tried to seat in the middle of jaws prior to firing. There was a straight flow of bleeding out of vessel.